Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that a facility had experienced four cases of endophthalmitis. The customer expressed some question regarding whether the 2.4 blades contained in the custom paks might be contributory. Additional information has been requested but none has been received to date.